Event description:
It was reported that the healthcare professional (hcp) was unable to aspirate cerebrospinal fluid through the catheter access port (cap).the plan was to aspirate 43.5mcg of baclofen out of the cap and inject methotrexate for the patient's chemotherapy. It was noted that the needle placement was perfect per fluoroscopy, all the connections were tied, and the procedure was attempted with two different needles. It was reported that there were no patient symptoms. The next attempt at troubleshooting was to use a new refill kit, though the result of the attempt was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the issue had been resolved. The doctor was able to access the catheter access port and aspirate 3cc's and complete his procedure. The patient was doing "great."